Event description:
It was reported the asymptomatic patient presented for remote follow up via merlin.net. Upon review of the transmission, it was observed that the atrial lead exhibited over-sensed noise. The lead was explanted and replaced. The patient was stable.